Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument partially applied with an unknown number of clips remaining, a non-active clip counter, coplanar jaws, and one open clip retained in the jaws, while the handle was in the neutral position and no visual abnormalities were noted. Functional testing found that the handle was squeezed and the ratchet engaged, allowing a clip to load properly into the jaws; however, after completing the firing cycle, the jaws did not close and the clip failed to form. When the next clip was loaded, the previously loaded clip was expelled without closing. This behavior continued for five consecutive open clips, after which further testing was halted to preserve the sample for engineering analysis. It was reported that two clips came out. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly re viewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic robot-assisted esophagectomy, at the time of treatment of the innominate blood vessel, two clips came out. A new clip applier was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.